Event description:
Pt s/p craniotomy for removal of glioblastoma. On post-op day # 5 in 2004, pt c/o increasing dyspnea and chest pain. Ivc filter placed. Ten days later pt c/o chest pain, coded and expired. Preliminary post reveals bilateral pulmonary thromboemboli and migration of ivc filter to right ventricle.